Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had eroded through the device pocket. There were no signs of infection, and the device and associated leads were explanted and replaced with a new system. No additional adverse patient effects were reported.